Manufacturer narrative:
Device received with blank display due to cracked glass and broken components on electrical board and electrical board. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank lcd. Device received with dog chew marks on screen and pump casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose was unknown at the time of the incident. Customer states they can not read the screen . Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instructions. The insulin pump will be returned for analysis.